Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the devices. The controllers were returned to manufacturer for evaluation; the pump and driveline cable was not returned because they remain implanted. The reported event was confirmed via log file analysis which revealed multiple electrical faults. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. Cleaning procedures were performed to remove contaminants. Visual examination of the returned controllers identified foreign material in both of the controllers' driveline ports. Persistent electrical fault alarms were observed when testing the returned controller (con091298) on the bench. No problems or alarms were observed when testing controller (con091877) on the bench. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - con091877/ 1403us- expiration date: 01/31/2014 - device manufacture date: 01/15/2013. Controller - con091289/ 1403us- expiration date: 10/31/2013 - device manufacture date: 10/01/2012. (B)(4).

Event description:
It was reported from the manufacturer's hotline that the patient had been experiencing electrical fault alarms. A manufacturer representative instructed the caller perform a controller exchange and have the vad coordinator come in to get log files. The nurses were having trouble connecting the driveline to the new controller, so they kept going back to the old one. Once the manufacturer's representative presented to the site, he was able to switch to the new controller with no problem. There have since been no further reported alarms.